Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a endoscopic submucosal dissection (esd) procedure, the tip of distal end of single use electrosurgical knife fell off into the stomach. Reportedly, an attempt was made to retrieve but no information on whether it has been retrieved since then. The procedure was completed. No health hazard was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and a device evaluation. Updated fields d4- lot and expiration date, d8, d9, h2, h3, h4, h6 and h11. The device was returned to olympus and the reported failure was confirmed. The device inspection found the tip was detached. The detached tip was not returned for investigation. Based on the results of investigation, the most probable likely mechanism causing the tip detachment might be the following: due to the factor described below, spark discharge between the tissue and the electrode occurred during output activation. The high-frequency output was set too high the electrosurgical unit was used in coagulation mode. The output activation time was too long. High heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. A force to perform tissue incision was applied to the tip. Due to the description stated above 2, the adhesive strength of the adhesive agent decreased causing the tip detachment. However, the exact cause of spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.